Event description:
It was reported that the 9800 system had an overload and filament error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.